Event description:
It was reported that during a da vinci hysterectomy procedure, the patient side assistant inserted an eea sizer into the patient's rectum, causing the surgeon to inadvertently cut the patient's rectum while using a monopolar curved scissors instrument. Reportedly, the patient's uterine anatomy was unique. The patient's uterus was described as being disjointed. The surgeon had initially installed a vcare uterine manipulator into the patient's vagina; however, he had difficulty with the surgical planes. The surgeon had the patient side assistant remove the vcare uterine manipulator and place an eea sizer into what he (surgeon) thought was the patient's vagina. The surgeon proceeded with the colpotomy, and after approximately 5 minutes the surgeon was still dissatisfied with the surgical plane. The surgeon scrubbed back in to evaluate the patient's anatomy at the patient bedside. The surgeon discovered that the patient side assistant had inserted the eea sizer into the patient's anus instead of the patient's vagina, thus making it difficult for the surgeon to delineate the surgical planes, causing the surgeon to inadvertently cut the patient's rectum. The surgeon made the decision to complete the planned surgical procedure using open techniques and then repaired the patient's rectum with suture.

Manufacturer narrative:
On (B)(4) 2013 intuitive surgical, inc. Contacted the (isi) clinical sales representative who initially reported this incident. The csr indicated that he was present during the surgical procedure and that no malfunction of the da vinci surgical system, instruments or accessories occurred during the surgical procedure. The csr indicated that the surgeon was using cautery energy when the patient's rectum was damaged. The csr indicated that during his site visit the following week he was told by the surgical staff that the patient was doing well post-operatively. Based on the information provided, it has been determined that the injury sustained by the patient was not caused by a malfunction of the da vinci surgical system, instruments or accessories, but likely occurred as a result of the surgeon's difficulty delineating the surgical planes due to the patient's difficult anatomy.